Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to ¿plc failure". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the adhesive was too strong and hurts when removing the catheter. The liberator representative advised the patient to use warm wet washcloth and hold it for a few minutes or to use baby oil to break down adhesive. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the adhesive was too strong and it hurts the patient when removing the catheter. The liberator representative advised the patient to use warm wet washcloth and hold it for few minutes or to use baby oil to break down the adhesive. No medical intervention was reported.